Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a separation of the female connector and the main body was observed on a minicap transfer set. This occurred during use for continuous ambulatory peritoneal dialysis therapy. The transfer set had been in use for one (1) month. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and 11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The female connector and the main body were twisted by hand to check for solvent bonding with no issues and no separation of components. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.